Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a resection of mucosa of concha procedure, device locked out soon after case started. Error occurred. Another device was used to complete the case. There were no adverse consequences to the patient.